Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the caller said that sometime within this week the patient started having a return of their symptoms and is not having the effect anymore. They said they increased the patient stim to ¿2 something¿ but that hasn¿t helped. They were unsure if the patient¿s antibiotics were affecting the symptomsor not. The caller mentioned that the patient is on antibiotics because yesterday the healthcare professional determined the patient¿s incision site was infected. The caller said that the incision site had been bothering the patient for the last 4-5 days. On the call the caller successfully changed programs from p1 at 1.7v to p2 at 2.0v and the patient was comfortable. The patient had a follow up appointment with the healthcare professional in 2 weeks. The patient mentioned that at 1.4v they felt pain so patient services advised them to decrease stim to a comfortable level, but they increased instead and confirmed stim was comfortable at 2.0v. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.